Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and calcified left circumflex (lcx). The lesion was predilated with an unspecified balloon and then a 2.75x32mm taxus liberte stent was advanced over the non bsc guide wire and the stent dislodged from the stent delivery system. The stent did not enter the patient and the procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'stable'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)